Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient and healthcare professional (hcp) via manufacturer representative (rep). It was reported that the rep spoke with the patient, the issue was resolved. The patient had requested that they meet, however would occur after the patient got back from a business trip out of town; patient said she would call to make arrangements. No further complications were reported.

Manufacturer narrative:
Analysis of the recharger (serial# (B)(4) found a no device found message and the recharger was scrapped due to fractured wires. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the recharger gave the patient a second degree burn when the patient was charging. The patient had been having a hard time finding the implant when charging. The patient is now unable to charge the implant. No further complications are anticipated.